Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25-strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition remained the same. The customer reported symptoms of shortness of breath and light headed. The customer did not receive any medical intervention since the last call. At call back on (B)(6) 2018, the customer stated that his condition was still the same. Customer stated that he has been communicating with his doctor and that they increased his medication. Customer stated he will be going to see his doctor in (B)(6). Customer received the replacement meter and customer is satisfied. At call back on (B)(6) 2018 the customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that he had been communicating with his doctor and that the doctor had prescribed two new medications (insulin).

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted. The meter did turn on by manually pressing the "s" button. The customer was using the proper test strips. The battery had been installed properly. At the time of the call, the customer reported feeling lethargic, laziness or lack of energy and sluggish. Customer is unable to get is insulin because of his insurance. The insurance is trying to find out which insulin they will cover. Customer states that he is struggling with high blood sugar. Customer results are in the 300mg/dl. Customer did not need medical attention at the time of the call. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-25-strip inserted backwards or upside-down. Test strip (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition remained the same. The customer reported symptoms of shortness of breath and light headed. The customer did not receive any medical intervention since the last call. At call back on (B)(6) 2018, the customer stated that his condition was still the same. Customer stated that he has been communicating with his doctor and that they increased his medication. Customer stated he will be going to see his doctor in (B)(6). Customer received the replacement meter and customer is satisfied. At call back on (B)(6) 2018 the customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that he had been communicating with his doctor and that the doctor had prescribed two new medications (insulin).

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted. The meter did turn on by manually pressing the "s" button. The customer was using the proper test strips. The battery had been installed properly. At the time of the call, the customer reported feeling lethargic, laziness or lack of energy and sluggish. Customer is unable to get is insulin because of his insurance. The insurance is trying to find out which insulin they will cover. Customer states that he is struggling with high blood sugar. Customer results are in the 300mg/dl. Customer did not need medical attention at the time of the call. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.